Manufacturer narrative:
Product ID: 3986a, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3986a, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the device was explanted due to infection. It was noted there was an inflammatory wound and suppuration. Antibiotic treatment was necessary and good evolution was noted with the treatment. The date of infection onset was (B)(6) 2013.